Manufacturer narrative:
Additional information is provided in section d.4. Corrected information is provided in section h.6 which should have been included on the originally submitted report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There was no sample returned for evaluation. Complaint trending was reviewed for the lot code provided. There were no similar complaints found. Batch records were reviewed. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. The root cause could not be determined. Potential root causes for the foreign material could be attributed to a component issue (syringe/cannula). In addition, other potential root causes could be attributed to product quality or causes outside the control of manufacturing. No further action is warranted. All in-process testing met specifications for this lot code at the time of release. Further trending will be performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a viscoelastic product was used during a cataract with intraocular lens implantation surgery when a transparent substance with unspecified shape was noted to be remained on the anterior capsule one-day post-op. The surgeon tried to remove the substance, unspecified, but it soon turned cloudy and disappeared. There was no harm to the patient. Additional information received further clarified that an additional procedure was performed in attempt to remove the map-shaped transparent substance which the surgeon now believes to be no longer remained in the eye.